Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user's ilet touchscreen became unresponsive on the upper half of the display, preventing icon selection and reliable insulin delivery and meal announcements; a replacement was arranged and the user was advised on shutdown and backup therapy, data non-transfer to the replacement, return instructions with shipping label, and use of the dexcom app or receiver for cgm. Symptoms included shakiness and dizziness associated with a low blood glucose of 38 mg/dl. Outcomes included successful correction with oral glucose and no medical intervention or hospitalization; the device alerted for low glucose, and a companion provided non-medical assistance out of kindness. Investigation included complaint intake and assessment of a suspected screen hardware malfunction. Investigation of this device revealed a screen failure consistent with a broken or nonfunctional display component that impaired user interaction.